Event description:
The pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for pain. In 2000, the pt underwent explantation of the pump and catheter after the pump had been stopped for three months. The hcp had been hesitant to restart it again, so hcp explanted the device. The catheter was also removed after the hcp received a controversial computerized tomography film interpretation of the catheter entering the spinal cord, although no neurological deficits were noted. The pt underwent implantation of another synchromed pump and catheter in 2000. The tip of the catheter was placed at l1-2. The pt has no neurological deficits.